Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report the insulin pump was exposed to fluid. The customer went for a quick dip at the beach while wearing the insulin pump. Blood glucose reading at the time was 187 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, minor scratches on the display window. No moisture damage was noted on the electronics or motor. No bolus anomaly was noted.